Manufacturer narrative:
As reported, at an unspecified time after implantation of an optease vena cava filter, the filter subsequently malfunctioned and caused injury and damages to patient, including, but not limited to, filter being embedded in wall of the inferior vena cava (ivc), an unsuccessful removal attempt, and filter unable to be retrieved. The indication for the filter implantation was prolonged best rest status post mva (motor vehicle accident) and subsequent cardiac arrest and hemodynamic instability, shock, left pleural effusion, pericardial effusion, and fungal sepsis. The filter was placed as the patient¿s preoperative diagnosis includes pulmonary embolism and was on prophylactic anticoagulation. The filter was successfully deployed. The patient tolerated the index procedure well. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the medical records indicates, the patient reports to be experiencing pain, discomfort and anxiety. It is unclear in the available records if a filter retrieval attempt was made. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedded in the ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. In this case, it is unclear in the available documentation if a retrieval attempt has been made. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety do not represent device malfunctions and may be related to underlying patient specific issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00322 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, after an unspecified period of time when an optease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to patient, including, but not limited to, filter being embedded in wall of the inferior vena cava (ivc), an unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the medical records indicates, that the patient still has the ivc filter implanted due to it being embedded. He is still experiencing pain, discomfort and mental anguish. In addition, the patient will continue to suffer significant medical expenses, pain and suffering, and other damages. Originally, the patient tolerated the index procedure well and left recovery in stable condition.